Event description:
The customer reported that an infusion of vancomycin that was intended to run over 2 hours was found empty 30 minutes after it was started. Later it was noticed that there was a leak at the connection of the secondary male luer to the primary set's upper y site. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of a leak at a y-site connection in a 2-hour infusion that was found empty 30 minutes after it was started was confirmed. Initial visual inspection noted no anomalies, however during functional and pressure testing a leak was observed from the proximal y-site septum. The root cause of an infusion intended to run over 2 hours was found empty 30 minutes after it was started was identified as a defective septum in the proximal y-site. The failure mode could not be duplicated during testing and is considered unknown.